Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (loose internal component) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017 - device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: during investigation, the pump was returned and the original complaint of a loose internal component was unable to be duplicated. The pump was opened and no loose components were observed. Unrelated to the original complaint the audio bolus button was found to be unresponsive. The bolus button cover was opened, and the white slug was found to be missing.